Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 78 year old male patient had endured ventricular arrhythmia with a "possible" relationship to the impella device. An amiodarone drip was started, "secondary to nsvt runs."

Manufacturer narrative:
The investigation into the ventricular arrhythmia has been completed since the initial report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular arrhythmia was not determined.